Manufacturer narrative:
Additional information was received that the permanent pacemaker was implant one day following the onset of the complete heart block (chb). No additional patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve (b709460), complete heart block (chb) was observed. Subsequently, a permanent pacemaker was implanted 12 days following the implant of the valve. No further adverse patient effects were reported.